Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, it appears most likely that during the resident's transfer from the bed to the wheelchair using maxi sky 600 ceiling lift and the sling the resident slipped out of the sling to the floor. It was reported that the resident is double jointed and therefore she was indicated to be able to fold legs towards the face due to the flexibility of her legs. When reviewing similar reportable events, we have found a number of cases with similar general fault description (slip out of sling). The trend observed for this failure mode is currently considered to be low and stable. The maxi sky 600 ceiling lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. Therefore, the sling and the lift which work together as a system were found to have been to specification when the event took a place. It can be established that the system was being used for patient care when the event took place but it appears it contributed to the event possibly due to an use error. A drill down analysis was conducted into this event. Based on our product knowledge and many simulations performed for many slings type there are few elements which could contribute to a person sliding out from the sling: - inadequate sling size used for transfer (several sizes off): in this case it appears quite possible that for example the gap between the leg straps is so big that the body of the person will slide out entirely at the bottom of the sling. This is not likely to occur when there is only one size difference as the gap would not be big enough at least should all other instructions in the IFU be followed. - an obvious wrong application of the sling (e.g. Sling used upside down, wrong type of the sling used). Also, in this case the body the person could slide out entirety as the shape of the sling would not support the body. - a sling clip detaching or not being attached to the lift device before starting the transfer. Comparing the possible scenarios and additional simulation performed (involving with the sling returned from the facility) with the event description we find the following: despite on our best efforts we were not able to re create the event described within the complaint record. Simulations of incident performed show us that the sling involved in the incident is safe product when used as described in the lift device and sling product labeling and cannot cause a person to drop out. Taking into account the resident's condition (double jointed at the leg/knees area) it seems to be improbable that legs will be put high enough to cause a drop through the sling hole at the bottom while the sling is applied according to the instruction for use (IFU) and the appropriate sling size is chosen. Going forward, the legs are even blocked by the spreader bar frame of the lift. Following our evaluation we can conclude that the use error cannot be ruled out, especially as no malfunctions were found on the lift and the sling that could have caused or contributed to the event. Therefore, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents, and that only due to this the device contributed to the event. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to the correct lifting procedure and all steps concerning preparing for transfer. This is to be communicated to the customer.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer (B)(4) on behalf of the importer arjohuntleigh inc (ahus) (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: during the resident's transfer from the bed to the wheelchair using maxi sky 600 ceiling lift and the sling it was indicated that the resident was moved towards the wheelchair, her legs folded and she slipped from the sling to the floor. It was reported that the resident was in supine and her legs were curl up in the air. As a consequence of the event the resident sustained fractured clavicle.